Event description:
A report was received that the patient was explanted due to erosion at the pocket site. The skin under the incision site of the ipg had eroded and the ipg was visible through the skin. The patient's symptoms included pain and drainage. The site below the pocket was debrided. The patient was given oral and IV antibiotics and was reportedly doing well following the procedure.

Event description:
A report was received that the patient was explanted due to erosion at the pocket site. The skin under the incision site of the ipg had eroded and the ipg was visible through the skin. The patient's symptoms included pain and drainage. The site below the pocket was debrided. The patient was given oral and IV antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, performance tests performed. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg found them to be satisfactory.